Event description:
A malfunction was reported on the pump by a caller, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.